Event description:
Vasoview probe was placed in surgical apron after use and after awhile the generator started to alarm. Smoke was seen coming from the surgical apron and the probe was pulled out and staff noted that it had deployed and stayed on. There was a small burn mark on the surgical drape (not near the patient). I was told that the surgical apron is the drape they use to make a pouch at the end of the gerhardt table. They don't think that anyone leaned on the device because it was in the pouch away from everyone. The end of the device was melted when they smelled the smoke. It has an on/off button. The generator hangs on the pole. The disposable device itself was sent out (not the generator). I'm told there is a cable that connects it to the generator and a light cord. The cable is reusable/sterilized each time. They used a new probe and it worked without problems. Case was finished. No harm to patient or staff.